Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) one day post-implant, was exhibiting a battery voltage of 3.04 volts and 3/4 on the gas gauge with one manual capacitor reform. The implant battery voltage was not seen until after the first defibrillation test (dft) and showed 3.20. No manual capacitor reform was done prior to implant. Two dft tests were done. The first test suscessfully coverted the patient and the second test did not immediately convert the patient. No adverse patient symptoms were reported.

Event description:
Guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) one day post-implant, was exhibiting a battery voltage of 3.04 volts and 3/4 on the gas gauge with one manual capacitor reform. The implant battery voltage was not seen until after the first defibrillation test (dft) and showed 3.20. No manual capacitor reform was done prior to implant. Two dft tests were done. The first test suscessfully coverted the patient and the second test did not immediately convert the patient. No adverse patient symptoms were reported.

Manufacturer narrative:
A guidant technical services (ts) consultant discussed that the longevity of the crt-d will be difficult to decipher. It was recommended that dft testing should be done again. Additional information was received that the patient had an episode of ventricular fibrillation and the device appropriately sensed and treated the arrhythmia. Further dft testing was performed and the patient was successfully converted with a 14 joule shock. No changes were made to the system. According to the available information, this crt-d is still in service. No additional information is available at this time. Should additional information become available, this event will be updated.boston scientific crm received new information that this crt-d was explanted in 2010 for normal battery depletion and was replaced with another boston scientific crt-d. The explanted device was returned for laboratory analysis. Upon receipt, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.